Manufacturer narrative:
Device eval anticipated, but not yet begun. Pending litigation. Cannot draw any conclusions at this time.

Event description:
The end user alleges, she was attempting to sit on her scooter, when the back of the seat broke resulting in a fall. The end user sustained a fractured left ankle.